Event description:
(B)(4). Reason for original complaint ¿ litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy pinnacle hip on her right side. Patient has large amounts of cobalt-chromium metal ions and particles in her blood, tissue, and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in her right thigh and groin. She also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery to replace the implant. Update (B)(4) 2015- pfs and medical records received. Doi was provided. After review of the medical records for MDR reportability the revision operative note indicated infection and pain. All implants were removed and spacers were placed. The unknown hip is being changed to a cup. No labs were provided for the alleged high metal ions. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegation reported. All impacted products were being reported. Added revision hospital, surgeon, patient's age and lawyer in the associated contact. Doi: (B)(6) 2006; dor: (B)(6) 2006 (right hip).